Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. However, pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm. Self test and displacement test were passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.